Event description:
It was reported that before use of the pn 31x8 100 pk germany the needle tip was sticking out of the package. Foreign complaint the following information was provided by the initial reporter, translated from german to english: "a customer brought us a pennadel still packed in the appropriate envelope back to the pharmacy, as the needle tip laterally stick out of the plastic. Due to the risk of injury, I want the report this incident."

Manufacturer narrative:
Investigation summary: three photos of a 31g x 8mm pen needle sample were returned from lot. No. 8143587, cat. No. 325105. Visual examination of the returned photos was carried out and a cannula through shield and cover was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause of this issue was incorrect loading of the shield to the hub at the shielding station. Capa131809 was raised to address this issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the pn 31x8 100 pk (B)(6) the needle tip was sticking out of the package. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: "a customer brought us a pennadel still packed in the appropriate envelope back to the pharmacy, as the needle tip laterally stick out of the plastic. Due to the risk of injury, I want the report this incident."